Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Both units unable to reconnect to 4g network (green light). Constant "red light" issue remains on. Bench tested away from in field experience. Similar issue encountered. Removed from field and returned.

Manufacturer narrative:
Correction in the section g3. Date received by manufacturer was corrected between the follow-up#1 and the follow-up#2 because the date was not the correct one. The correct date is 16 january 2023 and not 2 december 2022 as initially indicated.

Event description:
Reportedly, both units were unable to reconnect to 4g and the "red light" remains constantly on.

Manufacturer narrative:
Additional information: in the section g1. Contact office, in the initial report this information was not provided, therefore it was populated in the follow-up#1. Evaluation: - upon reception, the returned home monitors were tested and the reported issue was not confirmed: the status light did not light in red. However, it was observed that the status light of the subject home monitors was constantly lighting in orange. - expertise files analysis revealed that the reported issue most probably resulted from a corruption of the flash memory, which prevents home monitors from booting properly. - the root cause of this corruption could not be identified, as the subject home monitors are permanently damaged. Therefore, no further analysis could be performed.

Event description:
Reportedly, both units were unable to reconnect to 4g and the "red light" remains constantly on.